Event description:
It was reported that the patient experienced multiple low glucose events after starting on the ilet pump, including an episode where glucose rose following dinner and subsequently decreased to hypoglycemia during the pump¿s learning period. Symptoms included hypoglycemia with a blood glucose level of 51 mg/dl. Outcomes included the need for oral glucose treatment. Investigation included a review of available device reports and user education. Investigation of this case revealed that hypoglycemia occurred while the system was in the learning period, and a definitive cause could not be determined. It was concluded that the reported events were consistent with hypoglycemia of unclear cause with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.